Event description:
On (B)(6) 2009, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch ultrasmart meter was giving inaccurately high readings. On (B)(6) 2009, the technical service representative (tsr) contacted the patient to obtain and verify information; however, the patient refused to speak with the tsr. On an unspecified date, the patient obtained the blood glucose reading of 12.1 mmol/l (218 mmol/l) on the reported meter. Following this reading, the patient took an insulin dose 'to bring the result down.' Afterwards, the patient claimed to have experienced the 'hypoglycemic' symptoms of 'going weird.' The patient's son contacted emergency services. Paramedics arrived and tested the patient's blood glucose level to be 2.5 mmol/l (45 mg/dl). The patient was treated with a glucagon injection. It would have been helpful to determine the date and time of this event, the patient's specific symptoms, the dose of insulin taken, his blood glucose readings taken earlier on that day, his meals and medications taken earlier on that day, the patient's insulin regimen, and his expected blood glucose readings. The patient allegedly suffered symptoms suggesting hypoglycemia after taking an insulin dose based on an elevated meter reading, and he received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.